Event description:
It was reported the customer had several motor error alarms. The customer stated the alarms were occurring during boluses. Customer stated they did not damage their insulin pump. Customer was advised to disconnect from their insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Motor error alarm during basic occlusion test and compromised force sensor system alarm during prime test at 3 lbs. Motor passed motor test. Pump received with cracked reservoir tube lip, minor scratched lcd window, scratched keypad overlay, cracked reservoir tube, scratched reservoir tube window, broken belt clip slot and cracked battery tube threads.